Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for a rare infection and was now on outpatient incenter hemodialysis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and nausea. As a result, the patient went to hospital and was admitted on (B)(6) 2023. Per the nurse, while hospitalized the patient had a pd culture obtained which grew the bacteria rhizobium radiobacter (consistent with a diagnosis of peritonitis). The patient was treated with intravenous antibiotic therapy with vancomycin (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2023, the patient was discharged from the hospital recovering from the peritonitis event. The nurse confirmed the patient is continuing hemodialysis on an outpatient basis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is a gardener and that this bacterium is found in the soil of plants/flowers. The nurse indicated that it is highly suspected that the patient¿s peritonitis was due to a breach in aseptic technique/poor hand hygiene.